Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated feb 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received with the tip of the thread bent towards the inner diameter. The first thread cracked along the minor diameter and the second thread has damages. Scratches located on the shaft indicate usage. Reassembly of the device could not be completed due to interference at the end of the cannula. A mfg review revealed dimensions were within specification and the cannula was found acceptable. A review of the device history record did not reveal any conditions that could have contributed to the reported event. Damage to the cannula is undetermined.

Event description:
It was reported that during the insertion surgery the distractor tip did not engage with the screw shaft. The pt was unharmed. Another distractor tip was used and the surgery was completed successfully. This is 2 of 2 reports for the same event.